Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated alert 42 indicating a motor current sense failure on the ilet pump, which persisted despite restarts, supply changes, and an attempted dry run that was blocked by a ¿unable to proceed check alerts¿ message. Symptoms included no reported adverse clinical effects and no blood glucose impact, as the user switched to backup therapy. Outcomes included device interruption that required replacement of the pump. Investigation included technical troubleshooting performed remotely with user guidance. Investigation of this device revealed a suspected motor current sensing malfunction consistent with an insulin delivery system motor current sense failure. It was concluded that the cause was a device malfunction related to the motor current sensing function.